Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an off no power alarm on the insulin pump. Customer stated that she randomly got it. Customer's blood glucose was 144 mg/dl at the time of the incident. Customer stated that she did not receive a low battery alert prior to the off no power alarm. Customer stated that the battery was not previously used and the pump was not dropped or bumped. Customer stated that there were no unattended alarms. Customer stated that the battery cap is not loose, cracked, or damaged. Customer was advised to insert a new battery. Customer was advised to monitor the pump.